Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery and no low battery warning. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The device will be returned for analysis.